Manufacturer narrative:
Patient weight, and ethnicity and race: unknown as information was not provided. Date of event: unknown as information was not provided. Best estimate would be between 3/9/2021 and 7/20/2021. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to halo and glare. There was no additional surgical intervention required. There was no patient injury. Another johnson & johnson lens (different model and unknown diopter) was implanted as a replacement. Reportedly, the patient is seeing well post-exchange. The customer indicated that the lens has been discarded. No further information was provided.